Event description:
It was reported that this right ventricular (rv) lead exhibited gradually rising shock impedance. The health care professional (hcp) stated that there was an alert, but the impedance value was not displayed. Technical services (ts) reviewed the reports and confirmed that the lead exhibited a high out of range impedance value. The hcp stated that they will notify the patient's new clinic so they can determine following steps. The lead remains in use. No adverse patient effects were reported.